Manufacturer narrative:
Log files and laser data showed that the cavity provided consistent power. No failure of the machine could be detected.

Event description:
Patient experienced dlk the next day after the flap was cut. Doctors re-opened in order to rinse her out because corneal melt was starting to occur.the case occured in (B)(6) but was communicated to sie only on (B)(4) 2017.